Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Unable to review the manufacturing documentation and sterilization documentation for the devices in question due to no original usage ticket provided. The original hospital has shut down, so no lot information could provided to review the manufacturing documentation and sterilization documentation for these devices.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2018. The original surgery is unknown due to no original usage ticket available because the hospital that the original surgery occurred at has been shut down. The revision surgery occurred because of a reported infection. During the revision, the original omni size 5 x 10mm ultra insert and tibial baseplate retaining bolt were removed and replaced with new components of the same size.